Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was completed by replacing the stent. The cause of the failure to open was not determined. The distal section of the pipeline had failed to open. The pipeline was not positioned in a vessel bend when it failed to open. No other methods could be tried to open the device.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the pushwire was returned within the inner pouch, a biohazard bag and a shipping box. There was no braid returned with the pushwire. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the pipeline flex was not confirmed to have failure to open at the distal end, as the pushwire was returned without the braid. No damage was found with the pushwire. Possible causes of failure to open include vessel tortuosity and deployment of the braid in the vessel bend. However, the customer reported that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which rules these factors out as potential causes. The root cause could not be determined. Since the braid was not returned, any contribution of the braid to the reported issue could not be assessed. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex tip failed to open. The patient was undergoing treatment for a saccular, unruptured aneurysm of the ophthalmic artery with a max diameter of 3mm and 2mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The landing zone was 3.9mm distally and 5mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the pipeline flex tip could not open properly, whether deployed in the middle cerebral artery or in situ, it could not open. After multiple attempts, it still failed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The angiographic result post procedure showed improved aneurysm. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.